Manufacturer narrative:
Follow-up #1: date of submission 01/12/2104. Device evaluation: the device has been returned and evaluated by product analysis on 12/31/2013 with the following findings: there is a single horizontal line going through the display. Investigators opened the pump case and replaced the oled with the test display which is clear and legible.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that there was a green and blue horizontal line across the display screen. The reporter did state they could still safely read the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the display issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.